Event description:
It was reported that a patient underwent an unknown surgical procedure, during the procedure, the surgeon noted that the tip of the screwdriver was broken off. A new instrument was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visually confirmed approximately ~3-4mm of the instrument tips have been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload. Dimensional inspection confirms conformance to print specification.